Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick²¿balloon catheter was advanced but was unable to cross the lesion. The device was removed and the procedure was completed using another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was a contrast and blood in the inflation lumen and balloon. There was also blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed that there was a 16mm longitudinal tear from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).